Event description:
It was reported during a diagnostic endoscopic ultrasound while under sedation the scope would video connector would not work. The resulted in a surgical procedure delay greater than 30 minutes. The procedure was completed using a backup device and there were no reports of patient harm.